Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 2 bd insyte¿ autoguard¿ cateter i.v. 22g x1.00¿ had needles that would not retract. The following information was provided by the initial reporter: "some... Are not activating the safety device to collect the needle after use."

Event description:
It was reported 2 bd insyte¿ autoguard¿ cateter i.v. 22g x1.00¿ had needles that would not retract. The following information was provided by the initial reporter: "some are not activating the safety device to collect the needle after use."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 24-mar-2022. H.6. Investigation: bd received two 22 gauge insyte autoguard devices from lot 1259147 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned samples and observed a small amount of glue running down the side of the device. The glue was also found to be between the hub, the activation button and the grip. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that this excess glue was the root cause and was preventing the needle from retracting.